Event description:
It was reported there was a leak in the distal segment catheter. The catheter was removed and replaced. It was later reported the patient had reported feeling a lump on her back and a dye study was performed which showed dye leaking at the back site. The patient reportedly did not feel any medication side effects. The distal portion of the catheter was replaced without issue. It was noted the procedure was outpatient. The device system was used to deliver fentanyl and clonidine. It was then reported the device system had been used to deliver compounded baclofen, morphine and clonidine. The patient reportedly experienced swelling of their lower back and increased pain. A break, tear or hole occurred reportedly with the proximal (pump) segment however this was conflicting information regarding where the issue occurred. The patient reportedly required hospitalization due to the event, a catheter revision took place and the outcome to the patient was a ¿non-serious injury/illness¿.

Event description:
It had previously been reported ¿the patient reportedly did not feel any medication side effects¿; however, upon additional information received, this was corrected as the patient had no side effects. It was later confirmed the patient had not told the manufacturer representative about any side effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).